Event description:
It was reported that the lead exhibited high thresholds during follow up. A chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.